Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/16/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/3/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. Tertiary, the test strips were found to be overlabelled. Quaternary, the test strips' label was found to be overprinted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) (B)(4) to report that the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the reporter and/or patient were unable to be reached by phone for additional information. The reporter claimed that on (B)(6) 2014 at 1:20am the patient obtained an inaccurate high reading of ¿138 mg/dl¿ with the subject meter. It is not known if the patient¿s blood glucose is normally tested at that time of the day. The reporter informed the csr that the patient takes a set dose of novorapid insulin in the morning, afternoon and evening and a bedtime dose of long acting insulin (protaphane). It is not known if any changes were made to the patient¿s usual diabetes management regimen in response to the alleged inaccurate high result. The reporter stated that at approximately 2am that same morning (40 minutes after patient obtained high result), the patient¿s spouse discovered the patient was experiencing an ¿undersugar¿. The reporter reported that the patient was in ¿delirium, sweating, mumbling and could not see anything¿. At 2:20am, the reporter tested the patient¿s blood glucose and obtained a result of ¿31 mg/dl¿ and the patient was treated with 2 oral glucose tabs. The patient¿s relative stated that at 3am that same morning, an ER doctor arrived to the patient¿s home and drove him to the hospital where he has admitted for two weeks. It is not known if the patient received additional treatment by the hcp. The diagnosis for the patient¿s hospital admission was not provided. At the time of troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure setting and that the strips appeared in good condition and were not expired or opened past their discard date. The reporter did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high blood glucose reading with the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.